Manufacturer narrative:
The device will not be returned as it remains implanted. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that patient (B)(6) had a post-operative complication due to abnormal or persistent pain, defined as "continuing pain at the elbow", 8 months after primary surgery. Treatment / medication: blood tests and x-ray. Ae outcome: resolved without sequelae.